Event description:
On (B)(6): customer reports via phone that staff were performing a retrograde cystogram with stent placement on a male patient, when the table fluoro monitor failed. Physician completed the procedure using the endoscope, and the control monitor to view the fluoro images. No reported injury. Customer reports they could complete rad images by pressing the on/off button.

Manufacturer narrative:
Covidien field service engineer (fse) troubleshot complaint of the fluoro monitor having no images on screen and found the video connection on the monitor was disconnected. Fse adjusted the video cable line allowing the cable to fully reach the monitor connection and reseated the video connection. The system was tested as per service checklist qssrwi4.1, passed all service tests. System was returned to full service by customer.